Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received no button response and button error alarm due to corroded keypad traces. Moisture damage was noted on lcd board during visual inspection. The insulin pump had a missing endcap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 210 mg/dl. Father stated the insulin pump was exposed to rain water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.